Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the nebulizer is not nebulizing. The respiratory supervisor states that this has been happening for a while, however, he did not report it. No pt injury reported.